Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the safety lock mechanism on the 23 gauge butterfly needle does not lock securely and is made of a very thin piece of foil. The safety cover was activated by the health care provider (hcp) and the hcp put gauze and tape on the patient and began to pick up the needle and trash. While doing so, the safety shield slid down and the needle stuck the hcp in the right thumb.